Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. Customer treated high blood glucose with insulin pump. Customer stated that the insulin was leaking and can smell it. Customer stated that the leak occurred at the transfer guard. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.